Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device failed. No other details were provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged shaft. The analysis results for the el5ml device found that it was returned with the shaft bent at the middle part area. No functional testing could be performed due to the returned condition of the device. Possible causes for the damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.